Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting complete loss of capture at pre-discharge check. A revision procedure was performed and the lead was repositioned without further incident.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Subsequent information was received stating that following the revision procedure to reposition this rv lead, the system delivered inappropriate therapy due to lead dislodgement again. Therefore, the patient requested removal of the entire system. All products were explanted without further incident.

Event description:
-----